Event description:
Blankets are leaking. In 2002 blanket was applied post arthroscopy left knee. Pacu nurse noted dressing was wet. Alcohol and sterile water from the pad had leaked into surgical site.